Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure using a perclose a-t after an unspecified procedure. Reportedly, when the physician pulled the needle plunger out, no suture was present. The feet were parked and the device was removed uneventfully. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
Eval of the returned device found the posterior cuff was detached from the needle tip. The posterior cuff tabs were damaged as a result of the posterior needle tip disengaging from the cuff. There were no abnormal observations with the condition of the returned device that could have contributed to the reported complaint. No malfunction issues were detected and the root cause for the reported event could not be determined. A review of the device history record for this lot did not produce any findings relevant to this report.